Event description:
It was reported that this patient got several inappropriate shocks while in mexico. The patient indicated they were dancing when this occurred. The patient had known chronic heart failure. The patient plans to follow up with their health care professional (hcp) when the patient is back in the united states where the patient resides. Additional information noted that the patients communicator was showing yellow collecting waves and it was recommended to verify the patients radio frequency (rf) settings at the clinic in their implanted device. The patient noted that the communicator was not able to read this device. The patient was looking to have the device removed but there was no explant to date. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient got several inappropriate shocks while dancing. The patient had known chronic heart failure. The patient plans to follow up with their health care professional (hcp) when the patient is back in the united states where the patient resides. No adverse patient effects were reported. The device remains implanted.